Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the sixth firing with an unknown color cartridge the device fired half way and then stopped. The manual override was used to open the device. The device was removed from the tissue. Unknown how the procedure was completed. There was no patient consequence. This is all the information that was provided to the rep.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60g cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.